Event description:
It was reported that a bd luer-lok¿ syringe was stained and broken. Foreign complaints the following information was provided by initial reporter, translated from portuguese to english: ¿ product has a stain / breakage. ¿

Manufacturer narrative:
Investigation summary: one photo and one sample was received by the quality team for investigation. Upon visual inspection of the sample, there is black foreign matter on the edge of the flange, with no damage noted to the flange or barrel. The black foreign matter was determined to be burned plastic which can occur to the flange of the syringe during the molding process. A device history record review found no non-conformances associated with this issue during production of this batch. The root cause of this incident is related to the equipment during the molding process during manufacturing.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ syringe was stained and broken. Foreign complaints the following information was provided by initial reporter, translated from (B)(6) to english: ¿product has a stain / breakage.¿